Event description:
Treatment of an ischemic stroke of the left middle cerebral artery (mca). During the thrombectomy, it was reported that the stent detached as the physician tried to retrieve it on the second pass. There was a stenosis under the thrombus.it was reported that the patient is still in the hospital and has a large infarction.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent was left in the patient and the pushwire was discarded.(B)(4).